Event description:
A hospital reported that the iw930 infant warmer head casing was cracked in two places and missing plastic. No patient consequence was reported.

Manufacturer narrative:
The device is en route from the hospital. No results on the device are available yet. From the event description, this appears to be a known problem of incompatible cleaning solution reacting with the plastic of the warmer head casing and causing it to crack over time. The infant warmer is 5 years old. In separate discussions with the hospital in november 2008, they were using an incompatible cleaning solution and were then to switch to a cleaning solution recommended on the instructions for use.